Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufacture date: november 18, 2013 ¿ november 19, 2013. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation with approximately 8 ml of fluid within its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test revealed that the flow rate was within specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor experienced an overinfusion. The actual flow rate was unknown. The total fill volume was 100ml (72ml fluorouracil and 28ml saline). This was observed during patient infusion at the patient's home. No patient injury or medical intervention was reported. The reporter stated that the height of the restrictor was higher than the bladder. No additional information is available.